Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2016 with the following findings: evaluation showed that the pump was returned with the bolus button cover missing- unable to test. The battery compartment was cracked from case seal traveling to bumper. The cartridge compartment is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 10/24/2016.